Event description:
Event description boston scientific received information that during a follow-up visit, this right ventricular lead displayed an increase in impedance measurements to 1500 ohms from 700 ohms. No adverse patient effects were reported. The unipolar impedance measurement was 700 ohms and a technical service consultant recommended further testing of this configuration while the patient performed arm maneuvers. The consultant suggested that the physician consider revising the lead when the device is replaced. Our company received additional information that during the device replacement procedure the bipolar impedance measurements remained high. The lead was was noted to be damaged and was replaced.